Event description:
The left ij vein was localized using the site rite ultrasound. The left ij(internal jugular) vein was entered using a micro puncture fine needle after 1% lidocaine infiltration of the area. The micro puncture guide wire was introduced being careful not to bend the tip. After the micro puncture fine guide wire was passed and position verified with fluoroscopy, the 5 f catheter was passed over the guide wire. A 0.035 guide wire was placed in the 5 f catheter and positioned in the ivc(inferior vena cava); the position was verified with fluoroscopy. At this time a cut down on the left ij was made extending laterally to the tunnel. The catheter exit site was located and infiltrated with lidocaine. A small 2 mm incision was made at the catheter exit site. Then the area of the tunnel was subcutaneously infiltrated with lidocaine and passed up towards the outer lateral edge of the incision. The 28cm (tip to hub) medcomp permacath assembly with tunneler was then tunneled up to the lateral aspect of the cut down and the catheter pulled through with the blue venous port cephalad. Next a 12f dilator was passed freely over the wire, it was removed and replaced sequentially with a 14f and then a 16f dilator. The permcath then was inserted over guide. The guide wire was unable to be immediately be removed however as it became adherent to the stiffener in the catheter. With applied tension, the wire was eventually removed but with the stiffener adherent to it. The stiffener was then removed from the wire, but in the process the coating on the wire was stripped requiring introduction of a new 0.035 wire thru a 12f dilator that was left in place in the left ij vein. The 12f dilator was then removed. A new stiffener was introduced into the catheter. The permcath then was advanced over the guide wire and passed as far as possible and the new wire then removed. The catheter was flushed easily with a 10 cc syringe. The placement of the tip and the top of the permacath was confirmed with fluoroscopy. The cuff was placed approximately 1 1/2 centimeters inside the tunnel. The catheter was sutured in place. Both limbs of the catheter were flushed with the appropriate amount of heparin.